Event description:
It was reported that a patient presented with grade 3 tricuspid regurgitation (tr) and a chiari network for a triclip procedure. First xtw triclip was successfully implanted in the antero-septal region. It was decided to implant another xtw triclip in the postero-septal area. While steering down, the clip delivery system (cds) got in touch with the chiari network. The implanter could not control the clip to position as usual, due to the entanglement. Bad steering conditions were caused by the dense chordae and poor visualization. Standard troubleshooting removed the clip without causing tissue injury. It was decided to remove the clip and discontinue the procedure. The clip was closed fully and attempted to retract into the guide. It was not possible to insert the clip into the steerable guide catheter (sgc). The clip arms would get stuck at the sgc soft tip, resulting in a tear. The clip was inverted and removed from the groin with a scalpel. There was no clinically significant delay. The patient remained stable post-procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn soft tip and observed deformed soft tip appear to be related to procedural conditions (damage due to difficulty retracting clip). The observed torn silicone valve appears to be related to post-procedural handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.